Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete product information. Further information was requested but not received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's ipg was replaced because it was inoperable. Surgical intervention was undertaken to replace the ipg. Effective therapy was established postoperatively.